Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). A visual inspection was performed. No damages could be found. Analyzing the history, we verified that the infusion was started by the user on (B)(6) 2021, at 14:42:30, to infuse 576ml; and was stopped 08 times by the user before being stopped for the last time, at 06:19:26, on (B)(6) 2021; and not on (B)(6) 2021 as informed by the user. We also verified that the flow was modified 04 times; and the volume was changed 06 times during therapy. Even on (B)(6) 2021, at 06:18:03, the equipment informed the user that the last final programmed volume was close to finishing; so, the user stopped the infusion on (B)(6) 2021, at 06:19:26. The total volume infused was 360.58ml. The equipment performed the infusion correctly according to the programming entered by the user.

Manufacturer narrative:
This report has been identified as b. Braun (B)(4) internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "overinfusion". According to the customer: "start of infusion on (B)(6) 2021 at 14:48h.infusion should be in 46 hours, and to finish on (B)(6) 2021 at 12:48h. However, the infusion ended in 28 hours, on (B)(6) 2021 at 18:00h."